Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-01830. It was reported the patient lost effective therapy and was experiencing discomfort and pain at the ipg pocket site. X-rays indicate that the t12 lead has migrated and the ipg has shifted in the pocket, rubbing internally, causing discomfort. As such surgical intervention is anticipated in the near future to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2022-03810. Additional information revealed that the patient underwent surgical intervention on (B)(6) 2022 wherein the ipg and lead were replaced. During the procedure, the left t12 lead would not feed into the ipg header properly, therefore extensions were used to resolve the issue. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.